Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. A 7.0 x 40,135cm mustang balloon catheter was advance for dilatation. During the procedure, on the second inflation between 10 to 14 atmospheres in approximately 10 to 60 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.